Event description:
Country of complaint: (B)(6). The suture is fraying and then breaks during knotting. Also, the primary package displays some brownish stains at the upper edges.

Manufacturer narrative:
Samples received: 23 units in sealed packaging. Review of stock: currently there are (B)(4) units of this product code and batch number in OEM inventory. Quantity produced: this product and batch number were produced in total (B)(4) units. Batch record: review of the corresponding batch documentation was performed, in which the control process and control of finished goods were checked, no deviations were identified during the process. Results for batch release results obtained for batch release in relation to the tensile strength in the knot, met the requirements established for this type of suture. Tensile strength was tested for the samples received and was found to meet the requirements. Tested samples for knotting-fraying, samples did not meet OEM requirements. In the presence of brown spots on the blister, are originated in the sealing process, by heating and detachment of lacquer covering the aluminum back contact and the sterilizing solution with aluminum foil; which does not affect product quality. According to the analyses, it was identified that although the product has an average resistance over the reference value of the OEM, there is a tendency for fraying, since the thread is composed of lamellae of bovine serosa gimped precision polished to form a pseudomonofilamento. Individually lamellae do not present a uniform resistance behavior and therefore the trend in some cases evidenced fraying.